Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, material number, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no additional information received: closed at dchu, no product, lot, or sample.

Event description:
It was reported that an unspecified number of an unspecified bd saf-t intima catheter experienced safety mechanism failure during use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Saf-t-intima safety system with removable prn: (B)(4).